Event description:
In 2008, the pt's husband reported the pt has been experiencing elevated blood glucose readings of 300-500 mg/dl with her recommended range being 80-150 mg/dl. He said she was often unable to go to work when her readings were elevated and her readings would often drop to 70 mg/dl after giving correction boluses. He stated the readings were caused by the pt's infusion sets as she frequently found the cannula bent when she removed the headset. He said she inserted the headset by hand and changed her infusion set every 3 days. He stated some of her sites have been infected. He stated the pt switched to her previous infusion device with which she uses an infusion set insertion device and her readings have returned to normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.